Event description:
It was reported by the (B)(6), the titanium 3.5mm cortical screw fractured when tightening for an osteosynthesis. Fracture of the lateral tibial. No consequences. Change for another screw.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.